Manufacturer narrative:
Updated information: d4 catalog number corrected. D9-device return date added.

Event description:
43 year old male with nonischemic cardiomyopathy and severe mitral regurgitation status post mitralclip repair presented with acute on chronic decompensated heart failure. On 9/29 implantation of impella 5.5 via tight axillary artery and on 10/3 bleeding was noted from the from axillary jp so the patient returned to the or for surgical intervention and the patient received blood products. On 10/11 underwent heart transplant with explant of imp5.5 without incident

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.